Manufacturer narrative:
The device had a sharp corner at the base of the pin which potentially caused a stress riser and caused the fracture of the pin when the device was impacted into the bone. A design improvement was completed in 2002 to and radii at the base of the pins in order to mitigate this type of failure.

Event description:
It is reported that the spike arm fractured.